Event description:
It was reported, by the patient, that following a coronary artery drug eluting stenting treatment procedure myocardial infarction occurred. The patient had a 3.0x16mm taxus express2 drug eluting stent implant to treat an unspecified lesion. As the patient was "being wheeled out of the operating room, he experienced a minor heart attack." The patient was unwilling to provide contact information for his health care providers. Subsequently, additional information is not available.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.